Event description:
Phaco machine was primed; once primed original settings are usually low vacuum. It was not double checked, as initial sculpting was performed, the surgeon noticed a piece of iris pulled into phaco and asked for reading of settings. It was then noted the high vacuum setting was lighted on the panel. Computer board on machine replaced on 3/1/95.